Manufacturer narrative:
The device availability was inadvertently documented as 1/4/2018 in the initial report. The date returned to manufacturer was corrected to 12/29/2017. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of intermittent operation was confirmed. However, heat was not confirmed. Therefore, an assignable root cause was not determined for the heat issue. A visual and functional assessment was performed on the device which found that the cutter and attachment assessment failed and the burr lock secured the cutter device intermittently. During service/repair, it was determined that the springs in the burr lock were missing. It was further determined that the missing springs in the burr lock was consistent with the user running the handpiece device without a cutter, displacing the springs and causing the intermittent operation. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the motor device was working intermittently and getting hot. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.